Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The flex tip was found to be fractured. Based on information provided by the field, an 8f sheath was used during the procedure. The tactiflex ablation catheter, sensor enabled instructions for use (IFU) states ¿the tactiflex¿ ablation catheter, sensor enabled¿ is compatible with introducers or sheaths with a minimum inner diameter of 8.5 f.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event is consistent with not following the instructions for use.

Event description:
It was reported that during the atrial tachycardia procedure, after ablation therapy, difficulty was noted while trying to remove the catheter from the 8fr sheath. The catheter was forcibly removed and it was found that the catheter tip was broken. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient. A minimum of 8.5f sheath is required for use with this device, the use of an 8f sheath goes against IFU.